Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6)2024. The patient experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the abdomen. On (B)(6)2024, the patient went to see his endocrinologist as he was having increased urination, dyspnea, and tachycardia. The patient was wearing an omnipod insulin pump. Before going to the doctor, the patient ate a peanut butter sandwich, and he had 2 cups of apple juice at the doctor¿s office. The patient's cgm value during this time was not specified. During his visit, the patient¿s cgm was reading 82 mg/dl, and the bg meter was reading high mg/dl. Emergency medical service (ems) was called, and the patient was taken to the emergency room (ER). At the ER, the patient¿s bg level was 650-660 mg/dl. The patient was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit. The patient was treated with an IV insulin drip, magnesium, and an unspecified antibiotic. He was discharged the following day on (B)(6)2024. The patient was feeling better but ¿exhausted¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during doctor's office visit and checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).